Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported a broken spike after 3 months of use. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007.